Event description:
Caller states that he tested his blood glucose and received a reading of 290mg/dl. He states that he took his normal diabetic medications. He reports after taking medication that he was seeing black spots in his vision. He reports that she called the paramedics who arrived approx 2 hours later and took husband to the hospital. The hospital device reportedly read his blood glucose at 26mg/dl. Based on his reading, he was reportedly given juice with sugar, cookies, and soda. He reportedly tested 30 minutes later with a result of 98mg/dl, and 2 hours later this with a reading of 126mg/dl. He was reportedly released home that day. Glucose solutions were reportedly used and within acceptable limits. Requested return of suspect device and replacement was sent.